Event description:
Drug overdose from medtronic pain pump leading to death. I hereby certify that on the (B)(6) 2013, beginning at 1000 hours, I, (B)(6) performed an autopsy on the body of (B)(6) and upon investigation of the essential facts concerning the circumstances of the death and history of the case, I am of the opinion that the findings, cause and manner of death are as follows: comment: this (B)(6) white male was found at home, unresponsive. He had a history of multiple back surgeries due to injuries that occurred while he was working years ago and had an indwelling pain pump that was in place in the left lower quadrant of the abdomen. The pump is removed and is retained at (B)(6) coroner's office until toxicology results are complete, in case it needs to be examined. The exam found no evidence of injuries to the body, but the internal exam did find a markedly enlarged heart at 532 grams with mild coronary artery disease. The lungs are also very heavy with prominent pulmonary edema. The postmortem toxicology report shows the presence of potentially lethal concentration of hydromorphone as well as elevated concentration of morphine. Sedative drugs, clonazepam and meprobamate, are also found within therapeutic concentrations. Review of pharmacy records indicates that he had been on morphine for a long period of time and hydromorphone for a shorter period time, indicating that he would have developed tolerance to these drugs, but the markedly elevated concentration of hydromorphone appears beyond expected tolerance levels. The combined effects of these sedative drugs would have resulted in respiratory depression and death. The cause of death will be listed as multidrug overdose, with manner of death accident. Persons attending autopsy: (B)(6).